Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in an unspecified vessel of the left heart. A 185cm kinetix¿ guide wire was selected and advanced. When the device was pulled back, the tip broke off of the wire in the guide catheter. The guide wire and the detached tip were completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Returned product consisted of a kinetix guidewire. The guidewire was completely separated 3cm from the distal tip. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. There were kinks on the separated end. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).